Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly , patient was revised due to poly instability and it was exchange by a stryker poly. Additional information: right knee. Previous poly revision on (B)(6) 2007.